Event description:
Due to hair loss and broken skin at magnet site the user has not been wearing his device since april 2022. There was then an improvement at the magnet site after the user stop wearing the device for a while. However, at the beginning of august the user had a bike accident and fell on the opposite side to the ci. However the skin broken down on the implanted side and there is an infection and fluid over the magnet site. The user was explanted on the (B)(6) 2022.